Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 16 x 3.00mm promus elite drug-eluting stent was selected for use. However, it was noted that the shaft of the catheter broke in half when trying to load the device on the wire. The procedure was completed with another of the same device. No patient complications were reported.